Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl due to eating chinese food. He had treated with the pump. Troubleshooting was also initiated for sensor and transmitter connection issues the customer was having. No products were shipped or returned.